Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely a temporary contact failure occurred at the electrical contacts of the video connector or the internal board of the video connector temporarily malfunctioned by an impact on m-plug. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The scope was returned to the service center for evaluation. The video connector was found cracked. The bending section glue was noted to be peeling. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service was informed that during the reprocessing, the image of the scope was un-restorable with an error. There was no patient involvement.